Event description:
It was reported that the ilet mobile app displayed prompts to connect a cgm or enter blood glucose, and the paired freestyle libre 3 plus sensor subsequently generated a ¿replace your sensor, the current sensor you are using stopped working¿ alert, consistent with cgm signal loss and sensor failure. Symptoms included none reported. Outcomes included no effect on blood glucose and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that scanning within the ilet mobile app confirmed a nonfunctional sensor and that replacing the sensor was indicated. It was concluded that the event was due to cgm sensor failure leading to loss of cgm data availability to the ilet.